Event description:
It was reported that the electrocautery function of the maryland bipolar forceps instrument was broken. No pt harm, adverse out come or injury was reported.

Manufacturer narrative:
Results & conclusions - the instrument was returned and evaluated by engineering. Per the customer reported complaint, electrical testing was performed and electrical continuity failed. The instrument housing was removed and engineering discovered a detached wire from the top bipolar pin, thus causing the failure mode experienced by the customer. Engineering also observed that the main tube has a 1.5 inch long section below the midpoint with light material removed all around the tube. Based on the location and appearance, the damage was most likely caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is rec'd. The tube also has a couple of scratches directly above the proximal clevis which appear to have been caused by instrument collisions. No other damage found. The endowrist instruments instructions for (IFU) especially sites. General precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.